Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "gaps" in the continuous glucose monitor (cgm) data. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. No additional patient or event information was available.